Manufacturer narrative:
On (B)(6) 2021 the customer reported that he/she got an open book. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, missing display window cover. After battery installation, the device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to confirm or not confirm an open book due to the blank display. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. After visual inspection, there is corrosion in/around the following: battery board; electrical board 1, electrical board 2, lcd flex cable terminal; home motor switch and the motor assembly. After swapping a known good electrical board 2 onto the original electrical board 1 and case, the unit powered up to flashing white display. After swapping a known good electrical board 1 onto the original electrical board 2 and case, the unit was able to power up normally. The software version was able to be obtained. The flashing white display is isolated to electrical board 1. An attempt was made to clean off the corrosion on the lcd flex cable. The unit still booted up to a flashing white display. In summary, the customer¿s report that he/she got an open book was unable to be confirmed during testing. The flashing white display is due to the corrosion on the lcd flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image alarm. Customer stated that at time of incident they were white water rafting and insulin pump got wet. The customer stated that they noticed a red x. No harm requiring medical intervention was reported. The device will be returned for analysis.